Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed there was no system malfunction.an investigation indicated that the misplacement of the implants was symptomatic of a drb shift during navigation. User reported that the l1-l screw was medial and the l1-r screw was lateral which is indicative of the drb shift. The user noted that the drb and the surveillance marker were placed on the same post. The software alerts the user of a drb shift by detecting movement of the drb relative to the surveillance marker. When the surveillance marker is on the same post as the drb the software is unable to detect a relative shift as both arrays move together. Additionally, the user stated that a z-drape was used to cover e3d. This drape is not included in the recommended drapes according to the excelsius3d draping guidelines and may further impact navigation. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.